Event description:
It was reported that a homechoice device had a power failure during use. The patient checked the power cord and connections, changed outlets; however, the device was not turning on. The patient removed the fuses in the back of the homechoice and one of them was black. The patient was not connected to the device. The patient would use manual supplies until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device passed a returned instrument testing evaluation (rite) related to the reported condition. A short simulated therapy was performed. The device failed rite functional testing due to blown power entry fuses. Internal and external inspection was performed and an overheated printed circuit board (pcb) connection was observed. The reported issue was verified and the cause was determined to be due to blown power entry fuses caused by an overheated pcb connection. The pcb was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.